Event description:
Mcghan 410 textured breast implants: food intolerances and migraines. Eventually joint pain, fatigue, gastrointestinal issues (fructose malabsorption), throat tightness, vision issues, dry eyes and mouth, spinal issues, eczema, and chest pain.